Event description:
A customer obtained results greater than the vitros alc measuring range (10-300 mg/dl) on two samples from a single patient and quality control fluids (patient sample 1 > alc measuring range vs expected 202 mg/dl; patient sample 2 > alc measuring range vs. Expected 126, 152 mg/dl; qc 1 >300 vs. Expected 59.9 mg/dl; qc 2 >300 vs. Expected 156.1 mg/dl) using a vitros crsc slide cartridge that was misidentified as a vitros alc slide cartridge on a vitros 5600 integrated system. Results obtained from a slide cartridge other than the intended slide cartridge may lead to inappropriate physician action. The affected results were reported out of the laboratory; however, the laboratory technologist questioned the alc results and the patient sample alc testing was repeated. A corrected report was issued to the physician. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that higher than expected vitros alc results were obtained on two samples from a single patient and quality control fluids from a vitros crsc slide cartridge that was misidentified as a vitros alc slide cartridge on a vitros 5600 integrated system. The root cause of this event is user error while manually loading a vitros chemistry products slide cartridge. The vitros 5600 integrated system was operating as intended.